Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported bleeding event. It is unlikely that the bleeding episode reported is related to the cycler. Gi bleeding is a complication of dialysis therapy and is generally caused by contributing factors like uremic toxins, coagulation disturbances, secondary hyperparathyroidism and the use of anticoagulant drugs. The patient¿s chronic bleeding and bleeding complication is well known, there is no indication that hospitalization was required and the patient remains on ccpd. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd therapy and the bleeding event remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a peritoneal dialysis (pd) patient who was bleeding during peritoneal dialysis (pd) therapy. The patient was having drain complications. The patient stated that the cycler was not draining completely and there was fluid left in the body and their feet were swollen. There was no evidence of an increased intra peritoneal volume. During follow up the peritoneal dialysis registered nurse (pdrn) reported that the patient had chronic gastrointestinal bleeding and a history of blood in the lines of the cycler. The pdrn confirmed that there was no overfill or fluid volume overload issues. The pdrn stated that the bleeding was not out of the ordinary and unrelated to the patient¿s pd therapy. The patient has been able to continue pd therapy with no further issue. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external and internal visual inspection showed no signs of physical damage or discrepancies. A simulated treatment was initiated and completed on the cycler with no issues noted. Valve actuation, and system air leak tests passed. Patient senor calibration passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.